Event description:
A cracked and shattered touchscreen was reported by the customer, rendering the pump unusable as interactions with the device were not possible. There was no adverse impact on the customer's blood glucose levels, as they did not exceed 500 mg/dl. The customer reverted to manual injections for insulin therapy